Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During the assistance with a swap of the machine on the home choice (hc), a system error 2240 occurred on the homechoice (hc) during use; the patient revealed they were connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised the hp to contact their registered nurse (rn) regarding the alarm. The tsr continued the assistance with the exchange of the machine. During follow-up the registered nurse (rn) was asked about the reported problem. They stated that they could not recall the reported problem off hand. They rn stated as far as they know the patient is doing fine with therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for the system error 2240. The reported issues was confirmed by review of the logs by baxter employee but not duplicated during evaluation. The assignable cause of the reported issue se2240 is undetermined; the device functioned normally during evaluation. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.